Manufacturer narrative:
Continuation of d10: product ID 97702 serial# (B)(6) product type implantable neurostimulator product ID neu_unknown_lead product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the caller stated that since friday, they had been getting jolted by the batteries in their lower back and neck. The caller added that they were also having a shock type wave in their neck where the lead was. The caller stated the jolting started over the weekend and was progressing and getting worse. The caller noted they had not had any falls, injuries, or accidents before this began. The caller turned the stimulation completely off a while ago to see how it would work without the stimulation, and the stimulation was still off. The caller stated it was like a burning sensation in their neck where the lead was. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The agent sent an email to registration to update address and phone number.